Manufacturer narrative:
(B)(4). Method: the inspiratory limb of the complaint rt340 adult breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. The electrical resistance of the heater wires of the returned breathing circuit limb was tested using a multimeter. Results: electrical resistance testing showed that the inspiratory limb heater wire was open circuit. Continuity testing showed that the open circuit in the inspiratory limb heater wire was located in the connection between the heater wire and the left heater wire pin inside the overmoulded plug. A lot check revealed one other complaint of this nature for lot number 120111. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. Resistance tests and visual inspections are performed on all breathing circuits during production and those that fail are rejected. This suggests that the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).

Event description:
A hospital in (B)(6) reported that the heater wire disconnection alarm sounded on an mr850 humidifier while being used with an rt340 adult breathing circuit. No patient consequence was reported.